Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm additional information was received that the patient underwent an explant procedure due to the pressure that the patient felt from neck to the tailbone. Malfunction was not suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pressure from neck to tailbone while the stimulation was on and a repeated increase pain from sacrum to the neck. The physician does not know what was causing the pressure but it was noted that the patient has hernia. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pressure from neck to tailbone while the stimulation was on and a repeated increase pain from sacrum to the neck. The physician does not know what was causing the pressure but it was noted that the patient has hernia. The patient will undergo lead revision procedure.